Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 280-600 mg/dl with moderate to high ketone levels present. A manual insulin injection was used to correct the bg. Reportedly, a healthcare provider identified the ketone level as dangerous. Reportedly, the pump supplies were changed to address the issue.